Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported event.

Event description:
A family member reported that the patient¿s personal diabetes manager (pdm) battery drained rapidly, depleting within approximately 10 minutes while charging. No alarms or error messages were reported. The family member stated that, due to the loss of an active pdm, the patient passed out (fainted) the prior week. Medical assistance was reportedly required on (B)(6) 2026; however, treatment details and blood glucose levels were not reported. The patient was reportedly wearing a pod at the time medical attention was sought. Further information could not be obtained due to lack of cooperation.